Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump was received with a cracked reservoir tube lip, a cracked case the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she changed the battery and did troubleshooting, but it still gave a no delivery alarm when trying to deliver insulin. Customer reported that the pump fell off the counter and after that, the pump started acting funny. Customer stated that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer has been off the pump for 2 days and her blood glucose level is 123 mg/dl. Customer mentioned there were 2 cracks on the pump and the piston will not move. There are 2 cracks right above the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.